Event description:
In 2008 I had a tubal ligation done with filshie clips, I had severe bloating. I had one period and got pregnant the next month. I lost this pregnancy at 20 weeks. I had a hsg done and they told me my tubes were blocked. I then had severe bloating and pain in my abdomen one week before every period. My periods became 7-10 day events. So much blood and huge clots. I became anemic because of how heavy my periods were. My periods before getting the filshie clips were nothing like what I was experiencing. My doctor told me that it wasn't from my tubal and offered me birth control pills, ablation or as a final resort a hysterectomy to control my bleeding. I had no problems before my tubal. I went on iron pills and guess what I got pregnant again. This time I had a healthy baby boy and during my c-section the doctor looked at my tubes. In my op report it states my left clip has slipped or a new opening grew over the clip. My right clip is firmly on for now but it appears my left one has slipped. Having the filshie clips in my body has changed my periods so much it has affected my life, I was not warned this could happen to me.